Event description:
Complainant alleged that while attempting to transport a (B)(6) male pt, the device would inappropriately shut down and restart itself. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.